Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed an unknown error message stating that ¿there was a meter or strip problem, retest with new strip¿. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015 at 10:45pm. The patient manages his diabetes by self-adjusting his insulin doses. The patient stated that on (B)(6) 2015 at 12:30pm, after the alleged meter issue occurred, he developed symptoms of feeling ¿light-headed and dizzy¿ and that at 12:45pm he consumed less food or drink. During troubleshooting the cca noted that the issue was not resolved when the patient was walked through a retest. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s meter has been returned on 6/10/2015 and evaluated by lifescan product analysis on 6/19/2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.